Manufacturer narrative:
No malfunction suspected. The motorized wheelchair performed as intended upon field evaluation. The end user was reportedly riding in the motorized wheelchair while being transported within a vehicle. The hoveround owner's manual warns, "do not occupy your hoveround technique while it is being transported within a vehicle."

Event description:
The end user was allegedly occupying the motorized wheelchair during a motor vehicle transport. Reportedly, the motor vehicle came to a sudden stop allegedly causing the motorized wheelchair to go over on its side. Allegedly, as a result of the incident, the end user sustained bilateral hip fractures.